Manufacturer narrative:
A device history review revealed no issues that could have caused or contributed to the reported issue. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced an under infusion of zosyn in the intensive care unit. The device was programmed to deliver 100ml and customer stated it under delivered by 30ml. There was no known patient injury or medical intervention associated with this event. No additional information is available.